Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "jaws would not close". The instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of breakage. Size of the missing piece is approximately .20¿ x .08". Motion at the wrist was no longer intuitive due to the breakage. This failure is attributed to excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the jaws on the maryland bipolar forceps would not close. The procedure was completed with no reported injury.